Event description:
It is reported that a customer was hospitalized for heart failure. The patient's blood glucose level was unknown. The customer stated that hey needed assistance to program their pump from spanish to english. Assistance was provided and the insulin pump works as designed. The customer was assisted with trouble shooting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.